Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-jan-2020. The most recent information was received on 18-feb-2020. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), asthenia ("asthenia") and dizziness ("dizziness"). The patient was treated with surgery (removal of essure by laparoscopic bilateral salpingectomy in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the menorrhagia, metrorrhagia, asthenia and dizziness was resolving. The reporter provided no causality assessment for asthenia, dizziness, menorrhagia and metrorrhagia with essure. The reporter commented: removal by laparoscopic bilateral salpingectomy in (B)(6) 2017, subsequent improvement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-jan-2020. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), asthenia ("asthenia") and dizziness ("dizziness"). The patient was treated with surgery (removal of essure by laparoscopic bilateral salpingectomy in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the menorrhagia, metrorrhagia, asthenia and dizziness was resolving. The reporter provided no causality assessment for asthenia, dizziness, menorrhagia and metrorrhagia with essure. The reporter commented: removal by laparoscopic bilateral salpingectomy in (B)(6) 2017, subsequent improvement. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.